Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the first of two reports regarding 910121-lumbar cath. Access. Kit (lcak) (same pt, same procedure, similar product problem, same product ID, different lot numbers). This report is in regards to the first lcak kit used. It was reported that the guide wire from the first lcak would not advance through the lumbar catheter; it kept getting stuck. A second set of lcak was used. The guidewire from the second lcak got stuck in the catheter. When removed with force, it was noticed that the guide wire was frayed. It was reported that the catheter remained in place. Add'l info has been requested.